Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for infection. Found loosening and polyethylene wear. Doi 6 yrs ago, dor (B) (6) 2010 (right shoulder).